Event description:
Customer sent device in for repair with report of bad up and down stream sensor. During servicing, residue on the occluders and pump fingers was found inside the device. Customer was contacted and indicated no history of any patient incidents with the device.

Manufacturer narrative:
Manufacturer's report date: 2/23/2010. (B)(4). Service level investigation determined fluid ingress contamination. There was fluid residue present on the occluders and pumping fingers. No stickiness was observed occurring with any of the occluders fingers. The pressure sensor, air in line, and mechanism assembly were replaced. The device was returned to the facility after passing all required service level testing.